Manufacturer narrative:
The insulin pump passed all functional testing including idle current measurement test, run current measurement test, self-test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No excessive no delivery alarm noted. The insulin pump passed the displacement accuracy test. The insulin pump was monitored for several days and no unexpected bolus delivery noted. The insulin pump was received with normal operating currents. No unexpected low battery alarm noted. The insulin pump had cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that she was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was 9 mg/dl. The customer was treated with food. Customer was experiencing low blood glucose for 1 day. Customer was admitted in the hospital on (B)(6) 2016. Customer's blood glucose at time of incident was 9 mg/dl. Customer was still in the hospital and wearing the pump at the time of hospitalization. Customer also reported that she had high blood glucose, 400 mg/dl. Customer declined the high blood glucose troubleshooting. Customer was advised that we will send out pump.